Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It has been reported that one needle filter blunt fill 18x1-1/2 has been found with a clogged needle before use. The following has been provided by the initial reporter: on august 26, 2019, doctors matched the syringe with the needle (material# 305211) , and found the needle clogged and could not extract the liquid.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one needle filter blunt fill 18x1-1/2 has been found with a clogged needle before use. The following has been provided by the initial reporter: on (B)(6) 2019, doctors matched the syringe with the needle (material# 305211) , and found the needle clogged and could not extract the liquid.

Manufacturer narrative:
Correction: complaint is reportable for hub damaged after further evaluation. New investigation is underway and device will be re-evaluated for change in device code. The following information has been updated: b.5. Describe event or problem: it has been reported that one needle filter blunt fill 18x1-1/2 has been found with a damaged hub before use. The following has been provided by the initial reporter: on (B)(6) 2019, doctors matched the syringe with the needle (material#: 305211) and found the needle clogged and could not extract the liquid. F.10. Device codes: 1354 h3 other text : see h.10.

Event description:
It has been reported that one needle filter blunt fill 18x1-1/2 has been found with a damaged hub before use. The following has been provided by the initial reporter: on (B)(6) 2019, doctors matched the syringe with the needle (material#: 305211) , and found the needle clogged and could not extract the liquid.

Manufacturer narrative:
H.6. Investigation summary: four photos were provided by the customer for investigation. The two photos in the top row show a top view of two needle hubs. The needle hub on the left has a red box around one of the locking ears which appears to have slight damage. The needle hub on the right is labeled normal and does not appear to have any damage to the locking ears. The two photos in the bottom row show a side view of the two needle hubs. The needle hub on the left has a red box around one of the locking ears which appears to have slight damage. The needle hub on the right is labeled normal and does not appear to have any damage to the locking ears. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Conclusion: possible root cause, based on the photos provided by the customer it appears that the sample on the left has slight damage to one of the locking ears. This damage appears to have been caused by contact between the locking ear and a hard surface which caused the locking ear to deform. As it cannot be determined if this damage would affect the function of the needle hub, as there is no quality criteria in the customer specification for damage to the locking ears of the needle hubs, or where this damage occurred as the product has seen additional handling and processing; therefore, no corrective or preventative actions are proposed in the scope of this complaint. H3 other text : see section h.10.

Event description:
It has been reported that one needle filter blunt fill 18x1-1/2 has been found with a damaged hub before use. The following has been provided by the initial reporter: on (B)(6) 2019, doctors matched the syringe with the needle (material# 305211) , and found the needle clogged and could not extract the liquid.